Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the foreign substance was found inside of the sterile tray when the nurse opened the package. Therefore, the surgeon used a backup of the same product for the surgery. There was no patient harm/injury reported. There was a surgical delay of 0-15 minutes due to the preparation of a backup product. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product confirmed a flaky white debris on the tubing of the device. The product was returned opened but unused in the sterile packaging. The packaging does not meet the acceptance criteria. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.